Event description:
A lead adapter fracture had caused over sensing. The adapter at aicd connection could be manipulated to recreate noise. Physician elected to replace aicd also since it was close to end of battery life. Neither adapter nor aicd have been received. If adapter is returned it will be forwarded to the MFR. Explanted date: 6/8/95.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.